Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that sometimes post port placement, the device beaks with a certain medication infusing through the needles. Further it was reported that there was medication leaking with visible fluid and blood. There was no reported patient injury. 03 july 2024 received response from initial reporter: it was reported there have been 5 incidents dating back to (B)(6) 2023, patient being treated for leukemia. During infusion, it breaks where the tube meets the cap (connection). There were no kinks or compressions in the tube. Patients ages vary between 2-11 years. The patients had an interruption to chemotherapy infusion that delayed care and had to be re-accessed with a different non-coring needle. It was reported this occurred five times. This report addresses the first event and the patient being treated for leukemia.

Event description:
It was reported that sometimes post port placement, the device beaks with a certain medication infusing through the needles. Further it was reported that there was medication leaking with visible fluid and blood. There was no reported patient injury. 03 july 2024 received response from initial reporter: it was reported there have been 5 incidents dating back to (B)(6) 2023, patient being treated for leukemia. During infusion, it breaks where the tube meets the cap (connection). There were no kinks or compressions in the tube. Patients ages vary between 2-11 years. The patients had an interruption to chemotherapy infusion that delayed care and had to be re-accessed with a different non-coring needle. It was reported this occurred five times. This report addresses the first event and the patient being treated for leukemia.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break is confirmed; however, the exact cause is unknown. One photograph of a powerloc max was returned for evaluation. An initial visual observation of the photograph showed a break in the tubing of the infusion with the luer hub missing. However, there were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.